Event description:
Patient here for endometrial thermal ablation with novasure device. Device functioned to perform the ablation, but the surgeon could not remove it from the patient's uterus. The device was eventually removed by the physician, but not with the device recoiled like it should have been. The patient's uterus was scoped and found to be okay. There was no harm to the patient. The patient anatomy did not contribute to the difficulty in removal. It was felt it was a device failure.